Event description:
It was reported that a sudden reduction in right ventricular (rv) lead r-wave amplitudes, from 9 mv to 1.7 mv, was observed within 30 days post-implantation, as detected via the patient's remote home monitoring system. Radiographic evaluation confirmed lead dislodgement, necessitating hospitalization and successful lead repositioning. However, three days following the initial intervention, a recurrent decrease in r-wave amplitudes was noted, and subsequent imaging again confirmed lead dislodgement. The patient was rehospitalized, and surgical intervention was undertaken to explant the original lead and replace it with a competitor's product. It is noteworthy that the patient has a right shoulder prosthesis and relies on a walking stick for mobility. The lead is anticipated to be returned for further evaluation; however, as of the current date, it has not yet been received.

Event description:
It was reported that a sudden reduction in right ventricular (rv) lead r-wave amplitudes, from 9 mv to 1.7 mv, was observed within 30 days post-implantation, as detected via the patient's remote home monitoring system. Radiographic evaluation confirmed lead dislodgement, necessitating hospitalization and successful lead repositioning. However, three days following the initial intervention, a recurrent decrease in r-wave amplitudes was noted, and subsequent imaging again confirmed lead dislodgement. The patient was rehospitalized, and surgical intervention was undertaken to explant the original lead and replace it with a competitor's product. It is noteworthy that the patient has a right shoulder prosthesis and relies on a walking stick for mobility.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned yet, we have determined that the clinical observations are a known inherent risk with use of this product. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was extended and blood/body fluid was observed in the helix housing and lumen which is expected for an attempted implanted lead. Testing was completed to assess electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed without issue confirming there were no blockages within the lead lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that a sudden reduction in right ventricular (rv) lead r-wave amplitudes, from 9 mv to 1.7 mv, was observed within 30 days post-implantation, as detected via the patient's remote home monitoring system. Radiographic evaluation confirmed lead dislodgement, necessitating hospitalization and successful lead repositioning. However, three days following the initial intervention, a recurrent decrease in r-wave amplitudes was noted, and subsequent imaging again confirmed lead dislodgement. The patient was rehospitalized, and surgical intervention was undertaken to explant the original lead and replace it with a competitor's product. It is noteworthy that the patient has a right shoulder prosthesis and relies on a walking stick for mobility. The lead is anticipated to be returned for further evaluation; however, as of the current date, it has not yet been received.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned yet, we have determined that the clinical observations are a known inherent risk with use of this product. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead has not been returned yet but is anticipated. As such, physical analysis has not been conducted in our laboratory. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this lead has not yet been returned. As such, physical analysis has not been conducted in our laboratory. However, based on upon our investigation it was determined that the clinical observations are a known inherent risk of the use of this product.